Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6 medical device problem code. Additional information: a2, a3a, a4, b2 product problem, b7. Additional information was requested, and the following was obtained: patient details: age:36 years. Weight :45 kg. Bmi :19.5. Gender: female. Date: (B)(6) 2025, open myomectomy. Fibroid uterus. Tissue condition: normal. Suturing: continues suturing. Knotting: multiple knot one end. Managed dehiscence by laparotomy and re suturing. Is it known how the wound dehisced : no. Did the suture break post op: 8th day. Did the suture pull out of the tissue: yes. Re suturing done. Deficiency of strength of prolene suture. Patient status : recovered.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used on the fascia. Post-op, two days after the surgery, the patient revisited the doctor because of wound oozing. It was found that the fascia layer was open and resuturing was performed on the fascia layer. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? How was the dehiscence managed? Is it known how the wound dehisced? Did the suture break post-op? Did the suture pull out of the tissue? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure. Were there any precipitating patient stress factors for the sutures untying, breakage or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.